Event description:
Information was received indicating that a physician was unable to draw blood from a smiths medical deltec® port-a-cath®ii implantable access system. The patient was then sent to the hospital for a port check and was observed to have extravasation to the left clavicle region under fluoroscopy. Subsequently, the port was explanted, discarded and replaced with a new one in interventional radiology. There were no further reported adverse patient effects.